Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was being explanted because the patient felt like ¿a horse was kicking her in the behind,¿ clarifying that the issue was pain at the device pocket. The device was returned, but the patient outcome was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0b900, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿